Manufacturer narrative:
The reported event that the push button, spring, and pin are all missing was confirmed through the visual inspection. It was observed that the button was broken, causing the spring and lock washer to become loose. Any physical impact to the navigated instrument can cause product damage or operational failure

Event description:
It was reported that prior to a procedure at the user facility the button, spring, and pin were all missing from the device. No patient involvement, delays, medical interventions, or adverse consequences were reported with this event.

Event description:
It was reported that prior to a procedure at the user facility the button, spring, and pin were all missing from the device. No patient involvement, delays, medical interventions, or adverse consequences were reported with this event.